Event description:
We received a report that during the implantation of an intraocular lens (iol), za9003 21.0 diopter, it was noted that the lens was loaded upside down. This was noted after the lens was inside the eye (but not fully implanted). The incision was enlarged to remove the iol. No patient injury was reported.

Manufacturer narrative:
Explant date: not applicable as the intraocular lens was not fully implanted. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device received in a condition that prevented evaluation. The device was received stuck in the emeraldc cartridge. The initial report indicated that the problem was related to user error. Visual inspection cannot be performed to the lens since the lens was received stuck in cartridge tube. A haptic was observed out of the tube. The cartridge was inspected at (B)(4) microscope magnification and no viscoelastic was observed in the cartridge loading zone. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
To initial report; information that was known but inadvertently not provided. Required intervention to prevent permanent impairment/damage (devices) should have been checked. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All test results show a pass condition. No deviations were noted. Product met product release specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.